Event description:
The customer reported via phone call that they had excessive no delivery alarm. Customer's blood glucose was 426 mg/dl. The customer was treated with 11 units of insulin. The customer was advised that the alarm may be due to site, set or resersvoir. After the troublesshooting was done, customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.